Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher broken at transition area, the pusher stretched with the lead wires exposed from the middle to the distal section, the heater coil damaged, and the implant severely stretched and separated from the pusher. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil was used for treatment of an acom aneurysm. During advancing the coil in the microcatheter resistance was felt and the physician was unable to continue advancing the coil. The physician retrieved the coil and during the retrieval the coil stretched and unintentionally detached from the pusher wire when it was pulled out of the microcatheter. The case was completed with coils from a different manufacturer. No report of harm or injury to the patient.